Event description:
Customer reported: during use on a patient at hospital, a doctor confirmed the cuff would not be deflated. The information provided suggest that extubation and reintubation of a replacement tube was required. Customer confirmed that no fault was identified during pretesting efforts. Customer confirmed that no additional harm to the patient.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.